Event description:
It was reported that the patient was experiencing pain, inflammation, fluid discharge, a burning sensation, and irritation at the implantable pulse generator (ipg) site. According to the physician, there was no evidence of infection. To alleviate pressure and pain, the physician drained the accumulated fluid from the site. The patient was prescribed antibiotics. Patient was doing fine.